Manufacturer narrative:
(B)(4). A report indicative of an unknown number of minicap sponges with inadequate iodine was received. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown number of minicap sponges were observed with inadequate iodine. There was no patient involvement. No additional information is available.